Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's cprd adapter was removed and returned. The malfunction was duplicated and attributed to foreign substance in the multi-function connector end of the adapter cable. The cable was scrapped to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's adapter was unable to connect to electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.